Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. Customer's other blood glucose was 470 mg/dl, 177 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer reported sensor glucose and blood glucose difference but insulin delivery was not suspended due to sensor glucose. The insulin pump will not be returned for analysis.